Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroidectomy procedure, difficulty with ventilation was encountered, and the cuff was found to be leaking. The cuff and tube checked prior to use and it was working properly. The air was used to inflate the cuff. The intracuff pressured was monitored. User extube the tube and a spare tube was used to complete the procedure. The leak evident when trying to inflate the cuff to establish the airway during the intubation process. There was no patient impact.

Manufacturer narrative:
H3: the device was returned in a double resealable bag. Upon receipt, traces of yellow residue were observed on the inflation assembly tube, traces of sticky residue were observed on the tube near the clamp shell, and liquid residue was observed inside the tube. Additionally, the adapter at the proximal end of the tube was missing. A syringe was used to inject 15 cc of air into the cuff, and the cuff was observed to deflate slowly. The cuff was then submerged in water for leak evaluation, and no leakage was observed from the cuff. The inflation assembly was also submerged in water, and leakage was observed originating from the valve. The device failed due to the defective condition upon return and the inability to ventilate properly. H6: fdm b17, fdr c20, img g04134, and fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.